Manufacturer narrative:
Section h6: health effect - clinical code e2342 multiple organ dysfunction syndrome manufacturer's investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas) and the reported to multi-system organ failure (msof) and subsequent patient outcome could not be conclusively determined through this evaluation. Heartmate ii lvas was not explanted for evaluation. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system instructions for use (IFU) is currently available. Section 1 of the IFU, ¿introduction¿, lists multiple types of organ failure and dysfunction and death as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient expired due to multi system organ failure. The death was not thought to be device related and the device operated as expected.